Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the drive support cap on the insulin pump was loose and protruded. Customer's blood glucose was reported as normal no numerical value was given. The device is not returning for analysis.